Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshoot and customer states display is blank currently. The customer reported that display did return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer also received a failed battery test alarm but declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, idle current test, run current test, self test and off no power test. Unit received with normal operating currents. No blank display and failed battery alarm noted.